Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and perforation ('organ perforation') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), social avoidant behaviour ("isolation"), swelling ("swelling"), headache ("headaches"), back pain ("lumbar pain"), fatigue ("exhaustion"), alopecia ("hair loss"), anxiety ("anxiety"), depression ("depression"), loss of libido ("lack of sexual drive") and anger ("anger outburst against those closer to her"). The patient was treated with surgery (bilateral salpingectomy for essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, perforation, hypersensitivity, genital haemorrhage, social avoidant behaviour, swelling, headache, back pain, fatigue, alopecia, anxiety, depression, loss of libido and anger outcome was unknown. The reporter considered alopecia, anger, anxiety, back pain, depression, fatigue, genital haemorrhage, headache, hypersensitivity, loss of libido, pelvic pain, perforation, social avoidant behaviour and swelling to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and perforation ('organ perforation') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), social avoidant behaviour ("isolation"), swelling ("swelling"), headache ("headaches"), back pain ("lumbar pain"), fatigue ("exhaustion"), alopecia ("hair loss"), anxiety ("anxiety"), depression ("depression"), loss of libido ("lack of sexual drive") and anger ("anger outburst against those closer to her"). The patient was treated with surgery (bilateral salpingectomy for essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, perforation, hypersensitivity, genital haemorrhage, social avoidant behaviour, swelling, headache, back pain, fatigue, alopecia, anxiety, depression, loss of libido and anger outcome was unknown. The reporter considered alopecia, anger, anxiety, back pain, depression, fatigue, genital haemorrhage, headache, hypersensitivity, loss of libido, pelvic pain, perforation, social avoidant behaviour and swelling to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and perforation ('organ perforation') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), social avoidant behaviour ("isolation"), swelling ("swelling"), headache ("headaches"), back pain ("lumbar pain"), fatigue ("exhaustion"), alopecia ("hair loss"), anxiety ("anxiety"), depression ("depression"), loss of libido ("lack of sexual drive") and anger ("anger outburst against those closer to her"). The patient was treated with surgery (bilateral salpingectomy for essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, perforation, hypersensitivity, genital haemorrhage, social avoidant behaviour, swelling, headache, back pain, fatigue, alopecia, anxiety, depression, loss of libido and anger outcome was unknown. The reporter considered alopecia, anger, anxiety, back pain, depression, fatigue, genital haemorrhage, headache, hypersensitivity, loss of libido, pelvic pain, perforation, social avoidant behaviour and swelling to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2021: ha number received - ps/pf/61698. No new clinical information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.